Manufacturer narrative:
Product analysis: visually confirmed the set screw is fractured approximately ~1 thread up from the distal tip of the set screw. The broken off portion of the set screw was not returned for analysis. Microscopic examination of the fracture surface appears to emanate from the root of the thread, following the thread helix, with downward deformation of the sheared portion of the thread. The outer hex does not appear to be damaged however, the inner hex does show signs of deformation. The above observations are consistent with torsional shearing of the thread during tightening. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent lumbar 4-5 spondylolisthesis reduction,lumbar 5-sacral 1 discectomy, spinal canal decompression and pedicle screw internal fixation due to level iii of spondylolisthesis of lumbar 5 vertebrae. Intra-operatively, while the surgeon was using the tool to tighten the screw normally, a screw of the crosslink broke. The product came in contact with patient. No fragments of the implant remained in the patient. No patient complications were reported.